Event description:
It was reported that during a shoulder procedure using a perfect passer connector magnumwire suture cartridge, the sutures broke upon tightening. This implant had to be removed from the bone and it was necessary to drill a new bone hole to complete the procedure, using a back up device. There were no significant delays or patient complications reported as a result of this event.